Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The atrial retractor short right instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not in the clevis. An additional observation not reported by the site was also identified. The atrial retractor short right instrument was found to have an excessive amount of dried residue around the clamping pulleys. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted mitral valve repair surgical procedure, the atrial retractor short right instrument would not open. A backup instrument was used to complete the procedure with no patient harm.